Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up it was noticed that noise or emi on the ventricular channel had resulted in an anomalous sensing episode. No noise could be reproduced on the ventricular channel when the patient was asked to perform deep breathing or isometric tests. No intervention was undertaken. The device remains implanted and the patient is well.